Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544250 (hemolok xl clips 6/cart 84/box) was received, it looks used, no original packaging, per sap lot #73d1500389. During visual evaluation the single clip was in good condition. Failure mode "clip fell into patient" was not confirmed during visual evaluation. Functional type evaluation was performed: the hem-o-lok clip was loaded manually in cartridge to perform the functional type evaluation then loaded into the clip applier p/n (B)(4), batch # (B)(4); the clip was loaded properly / correctly into the clip applier, no issues were found. The clip was closed (closure test) into the appropriate media tubing p/n (B)(4) according to tecate manufacturing procedures (B)(4); the clip did close properly / correctly closed. Failure mode "clip fell into patient" reported by the customer was not confirmed with sample received during functional inspection. Sample received did not confirm the defect reported by the customer "clip fell into patient". In addition, a functional inspection was performed; however the device worked properly. Therefore, at this time no corrective action will be taken.

Event description:
Alleged event: the doctor found that the clips cannot be closed closely and they dropped off. The involved clips were removed by the doctor and changed for another lot. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot number 73d1500389 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found that the clips cannot be closed closely and they dropped off. The involved clips were removed by the doctor and changed for another lot. The patient's condition was reported as fine.